Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they are having a return of symptoms for maybe a couple months. Patient stated that they are getting up during the night, and not able to hold their bladder again. Patient also stated that they are getting up 2-3 times a night and not able to make it to the bathroom. Patient also mentioned that they never made an adjustment on their own. Agent walked the patient through connecting to the ins and reviewed increasing stimulation. Patient was able to connect to the ins but cannot increase the stimulation further than 0.3 due to maximum settings. Agent had the patient change programs and increase the stimulation but was still encountering the same issue. The patient does not have any managing hcp. Agent sent hcp listings and redirected them to hcp to further address the issue. Agent documented reported events.